Event description:
During a coronary stent procedure, the physician experienced crossing difficulties. While attempting to retract the delivery/stent device back into the 6f guide catheter, the stent dislodged and remains in the pt. It is unknown if any attempt was made at retrieval. Pt status is listed as "okay".